Event description:
The customer reported that while the unit was in use on a pt, the unit's display went blank. The customer shut off the pump off and turned it back on and the display returned. No pt injury was reported.

Manufacturer narrative:
As a precautionary measure, the representative changed all display parts. The unit was tested to factory specification. It functioned normally and was returned to the customer.